Event description:
Health professional reported an alleged of a lap-band port. "During band adjustment, it was noted that fluid was missing." The dr's nurse was "unable to pull any fluid back after adjustment." The port was explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."